Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total extraperitoneal inguinal hernia procedure, the seal on #2 cracks when the camera scope is inserted. There was a delay in procedure more than 30 minutes when balloon did not work properly. The incision was extended not more than 1 inch due to the product problem. Another device was opened and worked fine. There was no patient injury.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an investigation of one device. The visual inspections noted that the valve seal was cut. The balloon, lock collar and doors appeared intact. The obturator and inflation bulb were received. The inflation syringe was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the cut valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.